Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the adverse event/product problem device available for evaluation, update the follow-up type, update the device evaluated by manufacturer , update the event problem and evaluation codes, usage of device, and provide the investigation results. Root cause for the issue is unknown, as a review of the logs were inconclusive. For the final solution, the customer service engineer reloaded the, software and replaced the iov and mdi. There were no further incidents of lost studies. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the exams of three patients were lost from the hard drive. The sonographer noticed that the images were not transferring and believes that the system lost the serial numbers. The sonographer rebooted the system and the screen appeared; however, attempts at retrieving the exams with a laptop did not work. The patient(s) were rescanned and subsequent report stated that there was no patient(s) injury. No additional information was provided.